Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ratchet mechanism was not working properly. The surgeon had to manipulate the device in order to open the jaws and remove it from internal tissue. A second like device was opened and the same problem occurred. A third like device was used to complete the procedure. There was no patient consequence.